Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. During deployment of the device, the was sheath kinked. No additional information is known at this time. It was further reported that the was sheath canal kinked during withdrawal of the device. No patient complications were noted.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. During deployment of the device, the was sheath kinked. No additional information is known at this time.

Manufacturer narrative:
Device eval by manufacturer: the returned product consisted of a watchman access system (was) with the dilator in the sheath and blood in the device. Inspection of the dilator, hub, shaft and tip revealed that the sheath was kinked 22.5cm distal of the strain relief. Procedural media was provided to aid in the investigation and was reviewed by a bsc quality engineer. Review of the available media confirmed the kink. No other damage or defects were found.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. During deployment of the device, the was sheath kinked. No additional information is known at this time. It was further reported that the was sheath canal kinked during withdrawal of the device. No patient complications were noted.